Event description:
It was reported that this patient presented to the emergency room due to a syncopal event. It was noted that there was loss of capture and high out of range impedance measurements above 3000 ohms on the right ventricular (rv) lead channel of this pacemaker. The system was reprogrammed, and the patient was hospitalized. Technical services (ts) was consulted and reviewed possible reasons for this issue. No additional adverse patient effects were reported. This pacemaker was explanted electively for a device upgrade and replaced with a cardiac resynchronization therapy defibrillator (crt-d). As of today, this product has not been received for investigation.

Event description:
It was reported that this patient presented to the emergency room due to a syncopal event. It was noted that there was loss of capture and high out of range impedance measurements above 3000 ohms on the right ventricular (rv) lead channel of this pacemaker. The system was reprogrammed, and the patient was hospitalized. Technical services (ts) was consulted and reviewed possible reasons for this issue. No additional adverse patient effects were reported. This pacemaker was explanted electively for a device upgrade and replaced with a cardiac resynchronization therapy defibrillator (crt-d). As of today, this product has not been received for investigation.

Manufacturer narrative:
Correction to explant date to 10oct2022.

Event description:
It was reported that this patient presented to the emergency room due to a syncopal event. It was noted that there was loss of capture and high out of range impedance measurements above 3000 ohms on the right ventricular (rv) lead channel of this pacemaker. The system was reprogrammed, and the patient was hospitalized. Technical services (ts) was consulted and reviewed possible reasons for this issue. No additional adverse patient effects were reported. This pacemaker was explanted electively for a device upgrade and replaced with a cardiac resynchronization therapy defibrillator (crt-d). As of today, this product has not been received for investigation.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room due to a syncopal event. It was noted that there was loss of capture and high out of range impedance measurements above 3000 ohms on the right ventricular (rv) lead channel of this pacemaker. The system was reprogrammed, and the patient was hospitalized. Technical services (ts) was consulted and reviewed possible reasons for this issue. No additional adverse patient effects were reported. This pacemaker was explanted electively for a device upgrade and replaced with a cardiac resynchronization therapy defibrillator (crt-d). As of today, this product has not been received for investigation. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory.